Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient is in pain and their ins is now protruding. This was a sudden change. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was ¿stuck up.¿ no further complications were reported or anticipated.